Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that the subject lead dislodged soon after implantation, which was evidenced by irregular lead measurements and xray examination. A re-intervention was performed on (B)(6) 2017, and the subject lead was re-positioned, correcting the issue.